Event description:
A malfunction was reported on a customer's insulin pump with a malfunction code indicating an issue. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information for resetting the pump, but the customer was unable to perform the reset at that time due to the lack of necessary equipment. The customer planned to call back at a later time to complete the reset, and technical support followed up with an email and closed the case.